Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe with precisionglide¿ needle experienced stopper leakage. The following information was provided by the initial reporter, translated from mandarin chinese to english: stopper leakage.

Event description:
It was reported that the bd¿ syringe with precisionglide¿ needle experienced stopper leakage. The following information was provided by the initial reporter, translated from mandarin chinese to english: stopper leakage.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 10-nov-2022. H6: investigation summary: our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of leakage past stopper was confirmed upon inspection and testing of the sample. The provided sample had visible damages and the scale markings were rubbed off. The sample underwent leakage testing and during the test leakage was observed past the stopper. Bd determined that the cause of the failure was related to the misalignment of a manufacturing machine. The misalignment resulted in the observed damages which caused the leakage past the stopper. The defective products were not caught and removed by production technicians, resulting in the faulty product being packaged and shipped. Actions have been taken to communicate with production technicians on the importance of clearing jams and removing defective parts immediately as they may lead to damaged products. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch was in compliance with our product specification requirements.